Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed soreness under the lifevest equipment. Patient described the area as no bruising or irritation, just sore. There was no alleged device malfunction contributing to the soreness. The patient¿s physician prescribed a lidocaine patch for the soreness. Follow up indicated that the soreness improved.